Manufacturer narrative:
B5: additional information was received on 11-dec-19 indicating that there was no patient involvement. The event occurred during testing.

Event description:
Information received a smith medical cadd solis 2120 displayed alarm error 4221. No patient adverse events reported. It was further reported on 11-dec-19 that there was no patient involvement. The event occurred during testing.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "(B)(6) 2019 1:48:23 pm system fault 42,221 occurred 0 0 0 4". The customer reported product problem was replicated. The main pcb was replaced as a precaution. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received a smith medical cadd solis 2120 displayed alarm error 4221. No patient adverse events reported.